Event description:
Description of event according to initial reporter: under fluoroscopy, the user misread the venogram and placed the filter in the accessory vein branching off of the ivc. The filter was left in place. The physician does not feel comfortable performing a second ivc filter placement and is sending the patient to a different hospital. Patient outcome. Filter is in the patient, but not in intended location. Additional filter placement on unknown date at unknown hosp. Will be performed.